Event description:
(B)(4) 2013 - update.product codes received and updated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.